Event description:
The valve was explanted due to a paravalvular leak status post endocarditis. A larger 33 mm sjm mechanical valve was implanted. The patient was reported to be fully recovered postoperatively.